Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear bio bag. A lot number was not provided with the return for the device related to this pr. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the wire guide still advanced into the stent introduction system and biliary stent and was unable to be removed. A reddish substance was observed on the returned devices. The coating has been damaged and bunched at 3.5cm and 5.9cm from the distal tip where it enters and exits the stent introduction system. The coating has peeled exposing the core wire 9.0cm to 13.2cm and 141.3cm to 142.9cm with additional coating damage at 143.2cm to 143.4cm from the distal tip. No portion of the coating is missing. A bend was noted 159.1cm to.170.5cm from the distal tip. The total length of device is within specifications measuring 259.35cm. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed that the coating of the wire guide was damaged. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. However, the difficulty experienced by the user manipulating the fs-oa-10 device is a likely contributing factor to the observed coating damage. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat 2 calibrated tip wire guide. It was reported that an experienced team, while placing a plastic stent, when removing the guiding catheter, it was stuck in the scope. It was believed that one or another happened inadvertently, the physician possibly had the elevator closed or the device got stuck on a newer sideview scope with a disposable end cap. It was also noted that when removed, the wire guide was frayed [coating damage]. Once all components were out, they were able to go back in with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.